Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement and displacement test. However, replace battery alarm, replace battery now alarm, power loss and power error 25 confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now, power loss and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at printed circuit board. Pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming replace battery now and then power loss every time she changed the battery. The customer stated that the issue had been happening for over a week. Blood glucose value was unknown. The customer stated that the insulin pump was not stored, not in use for an extended period, or without battery for greater than 10 minutes. The customer had received multiple power loss alarms when batteries are out for less than 10 minutes. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.